Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement using lifestent. During the procedure allegedly the red safety button got stuck and then broke. Therefore, the stent could not be deployed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned catheter sample was found with loaded stent without tip to sheath gap and the safety slider was separated at the welding joint such that the inner part was found loose inside grip and the outer part was missing. The investigation leads to confirmed result for separation/ break of the safety slider at the melting joint leading to deployment failure. Based on the investigation of the provided information, the investigation is closed as confirmed for break/ separation of the safety slider at the welding joint leading to deployment failure. The separation of the joint was considered a process related issue. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Verify that the safety lock slider is still in the locked position'. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement using lifestent. During the procedure, allegedly the red safety button got stuck and then broke. Therefore, the stent could not be deployed. There was no reported patient injury.